Manufacturer narrative:
Complaint conclusion: as reported, when the doctor removed the 6f-7f mynxgrip vascular closure device (vcd), the sealant was exposed and stuck on the distal wire. It did not swell or hydrate. There was no reported patient injury. The product was stored as per labeling. The device was opened in a sterile field. The device was used in patient. The mynx vcd was used in an intervention pad. The deployer was mynx trained. The vessel type was arterial. The button #1 was fully depressed and then the device was laid down for two minutes. All steps from start to finish were done correctly. The product was not returned for analysis. A product history record (phr) review of lot f2017002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is unknown if the device will be returned for testing and evaluation.   Additional information is pending, and will be submitted within 30 days upon receipt.

Event description:
As reported, when the doctor removed the 6f-7f mynxgrip vascular closure device (vcd), the sealant was exposed and stuck on the distal wire. It did not swell or hydrate. There was no reported patient injury. The product was stored as per labeling. The device was opened in a sterile field. The device was used in patient. The mynx vcd was used in an intervention pad. The deployer was mynx trained. The vessel type was arterial. The button #1 was fully depressed, and then the device was laid down for two minutes. All steps from start to finish were done correctly. The device will be returned for evaluation.